Event description:
A voluntary medwatch report stated that the right atrial (ra) lead exhibited noise over-sensing. No intervention was performed. The ra lead remained implanted. There were no patient consequences.

Manufacturer narrative:
Primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.